Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufacture date: october 22, 2019 - october 23, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This was identified during setup and preparation. There was no patient involvement. No additional information is available.